Event description:
It was reported that during a redo ischemic ventricular tachycardia procedure using a catheter on the last two radiofrequency (rf) lesions, the patient experienced ventricular fibrillation. A large amount of artifact was observed on the electrogram signals during radiofrequency (rf) delivery, which was described as resembling an electrosurgical cautery generator delivery of rf energy to the surgical site. The physician decided to stop the procedure and stated the procedure was completed. The patient required defibrillation to terminate the ventricular fibrillation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image and data files were received and analyzed for afr-00001 catheter with an unknown lot number. Multiple image files were returned from the field. Analysis of returned image showed an artifact on the electrograms during ventricular fibrillation. Log files returned from the field were unable to be opened and analyzed properly. The case log file was corrupted and would not allow for any analysis to take place. In conclusion, the reported "ventricular fibrillation" was observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the shaft of the catheter was slightly broken and was the cause of the noise.

Manufacturer narrative:
Product event summary: the afr-00001 ablation catheter was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to have a separation between the shaft and the deflectable tip. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully for the catheter. A new map was started and the catheter was able to map appropriately. There was some noise seen on the electrograms (egm) during a pf ablation. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture (fxt-00161) was used to check for any shorts to braid, but none were found. In conclusion, the sphere catheter failed the returned product inspection due to the separation between the shaft and deflectable tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.